Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tubing, ict pinch valve (rohs) was worn and the nozzle c4 #1, #4, #5 (rohs) was clogged. The fsr replaced the parts, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify an increase in complaint activity. A review of tracking and trending for the tubing, ict pinch valve (rohs) and nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the tubing, ict pinch valve (rohs) and nozzle c4 #1, #4, #5 (rohs) were identified.

Event description:
The customer reported falsely decreased sodium results generated by the architect c4000 processing module for two patients. The samples were repeated on another analyzer and normal results were obtained. The following data was provided: reference range: 136.0 to 146.0 mmol/l. Sid (B)(6): (B)(6) 2025 initial result (B)(6) = 120.0 mmol/l, (B)(6) 2025 repeat result (B)(6) = 142.7 mmol/l. Sid (B)(6): (B)(6) 2025 initial result (B)(6) = 105.9 mmol/l, (B)(6) 2025 repeat result = (B)(6) = 141.3 mmol/l. No impact to patient management was reported.

Event description:
The customer reported falsely decreased sodium results generated by the architect c4000 processing module for two patients. The samples were repeated on another analyzer and normal results were obtained. The following data was provided: reference range: 136.0 to 146.0 mmol/l (B)(6).: (B)(6) 2025 initial result (B)(6) = 120.0 mmol/l. (B)(6) 2025 repeat result (B)(6) = 142.7 mmol/l. (B)(6): (B)(6) 2025 initial result (B)(6) = 105.9 mmol/l. (B)(6) 2025 repeat result = (B)(6) = 141.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.